Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. A primary plumset was being used to deliver an unspecified medication after an unspecified length of time, the option-lok male adapter of the primary tubing set was connected to the clave port of the extension tubing set for the delivery of an unspecified medication. No specific details were provided. After an unspecified length of time, it was reported that the nurse attempted to disconnect the option-lok male adapter of the primary tubing set from the clave port of the extension tubing set for an unspecified reason. At this time, it was reported that the option-lok male adapter of the primary tubing set broke off. An unspecified amount of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions are required. Though requested, no additional info was provided.

Manufacturer narrative:
One used and one sealed device were received and evaluated. Only the 6" tail of the used device was returned and therefore an accurate identification based on the drawing cannot be performed. The used device male adapter of the option-lok was completely broken off. White drag marks were noted on the tip of the option-lok male adapter indicating application of excessive lateral force on the male adapter. The sealed device passed testing. The male adapter of the option-lok was connected and disconnected to several devices from lab stock without difficulty. Additionally, one customer provided photo was received and evaluated. The photo indicated that the tail of the 6" tubing had the tip of the male adapter broken off. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. According to the investigation findings, the reported defect is related to the design. The spin collar option-lok t dimension was changed and this change was made to overcome interference with the clave and microbore clave thread stops (also other connector could be impacted). The slightly reduced thread length may abe a contributing factor in customer complaints. This report represents all the info known by the reporter upon query by hospira personnel.